Manufacturer narrative:
(B)(4) - hemiplegia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an intracranial meningioma surgery on (B)(6) 2013 and an absorbable hemostat was placed around the tumor cavity surface as preventative use. On (B)(6) 2013, the patient experienced a cerebral infarction and experienced hemiplegia. The surgeon found edema in the tumor operation area via CT and MRI. The surgeon treated the patient with antiplatelet drugs. Now the patient is fine. The surgeon opines that the weak acid of the product caused constriction of blood vessels causing the event.